Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to the lap top ventilator 1150. The customer stated that the patient passed away due to choking on formula. There are currently no allegations against the ventilator.